Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. Customer's blood glucose value was 398mg/dl and customer declined to troubleshoot. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Pump failed prime test due to faulty force sensor resistor (gold). Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed.